Event description:
It was reported that following a lumbar spinal fusion surgical procedure, post-operative slippage occurred. At the time of the index procedure, due to grade ii spondylolisthesis at the level of l5-s1, the pt was treated with extensive posterior decompression and reduction and placement of pathfinder nxt instrumentation. The case was converted from minimally invasive to an open procedure due to surgeon preference and pt anatomy. No interbody was used. Approx a week and a half post-op, the pt developed "saddle" numbness. At 3-4 weeks post-op, the pt developed recurring symptoms, similar to what she had experienced prior to surgery. An x-ray revealed that the left side s1 rod had slipped out of the pedicle screw tulip head. The surgeon reports that during the subsequent revision surgery, the closure top at that level was loose. The entire construct was removed and replaced without any further complication reported. For the revision, the surgeon used 7.5mm screws and longer 50mm rods, and shorter screws in the sacrum.

Manufacturer narrative:
The device is expected to be returned for inspection. Add'l relevant info will be provided when the device eval is completed.